Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been transported by ambulance and hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 250 mg/dl; this reportedly occurred after his personal diabetes manager experienced a communication error and was unable to perform a reset. Patient was hospitalized for 7 days and was not consciousness for the first 1.5 days. Patient claimed to be "delirious" at the time of reporting and did not wish to provide further details at that time. Good faith attempts were performed for additional information, but were unsuccessful.